Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified. During use, the nc trek balloon ruptured at an unspecified pressure. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture could not be confirmed as the balloon was inflated and maintained pressure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.